Event description:
It was reported that this implantable pacemaker device had 1.5 years battery remaining and during the recent checked, this device has reached elective replacement indicator (eri) in a span of 2 months. Auto threshold was on and is at 5 volts at 49 percent paced. Technical services (ts) discussed possible power consumption changes that cause elective replacement time (ert). As of this time, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker device had 1.5 years battery remaining and during the recent checked, this device has reached elective replacement indicator (eri) in a span of 2 months. Auto threshold was on and is at 5 volts at 49 percent paced. Technical services (ts) discussed possible power consumption changes that cause elective replacement time (ert). This device was explanted and replaced. No additional adverse patient effects were reported.